Event description:
During a laparoscopic cholecystectomy, endoclips deployed and closed properly on cystic duct but would fall off during the case. Surgeon used an alternative method, endoloop to tie off the duct.